Event description:
On (B)(6) 2021, neotract was made aware of a patient that underwent a successful prostatic urethral lift (pul) procedure. During the procedure, the physician visualized an unspecified length of the needle was detached from the device and located in the bladder. The physician removed the needle fragment with a grasper. No patient injury was reported.